Event description:
During an atrial fibrillation (afib) procedure, it was reported there was an acute cardiac perforation of the left atrial appendage during left atrial ablation and mapping which resulted in tamponade. This required an urgent sternotomy and pericardial evacuation. The left atrial appendage was successfully resected. This prolonged patient¿s hospitalization.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).